Event description:
On (B)(6) 2009, the pt reported that while changing the insulin cartridge the message "reinsert cartridge" was displayed on the infusion device and the insulin cartridge had already been inserted. The pt stated that he was using a lithium battery and he was advised to use alkaline batteries. The pt inserted an alkaline battery and performed the change cartridge procedure. The infusion device displayed "returning piston rod" and the piston rod was completely retracted and an e10 (cartridge) error was then displayed. The pt inserted another new alkaline battery and performed the change cartridge procedure with the same results. He stated the piston rod was making a "humming noise." No physiological effects were reported. The pt was advised to switch to the backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested for eval.